Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on an oral anticoagulant (oac) regimen. At the 45-day routine follow up, imaging revealed a device related thrombus (drt). The patient reported refusing taking the oac for all 45 days post index procedure. The physicians placed the patient on oac in response to the drt. No further interventions were reported.